Event description:
Patient was noted at 0032am to have a serosanguineous stain on his IV catheter dressing, after a period of trashing about it bed. IV catheter was noted to be dislodged with the #20 hub present, but the 1.25" catheter was missing. Medical doctor notified. X-rays taken and catheter noted to be just above the insertion site (rac). Taken to the operating room after family notified for informed consent, for a cut down to remove the IV catheter. Cms+ both prior and after surgery. Slightly confused, with sitter present in room at the time of the event. The patient was last assessed at midnight and the catheter flushed appropriately without any issue. IV was inserted on (B)(6) 2015 and was day 2 in the rac. Removed entire catheter during surgery on (B)(6) 2015.